Manufacturer narrative:
Upon investigation of the actual device used in this incident found drawer not opening. A field service engineer found that the retractor band was binding due to missing zip ties, secured retractor cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that they utilized another medstation to retrieve meds. There were no adverse events or injuries reported based on this event.